Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went onsite and completed the preventive maintenance and tested the universal surgical manipulator (usm) 3. The usm 3 worked as expected. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was removed from one of the arms to add additional supplies. When staff attempted to reinsert the instrument onto the same arm, they were unable to do so after several unsuccessful attempts. After the nurse pulled away from the arm, the arm moved upward vertically on its own without any user input. No error messages or alerts were observed during the event. Although the procedure continued without further issues, inspection of the system was requested due to concerns regarding the unexpected movement. The procedure was completed with no reported injury.